Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "allergic reactions", ¿swollen, red¿, and ¿sore and tender¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: contraindications: juvéderm® ultra xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Juvéderm® ultra xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. Juvéderm® ultra xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Adverse events: the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. Instructions for use: within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Health professional reported that a patient experienced an "allergic reaction" and that the injection site was ¿swollen, red¿ and ¿sore and tender¿ after the patient was injected in the "upper lip" with juvéderm® ultra xc. Symptoms presented one day after injection. Treatment of a medrol dose pack 7mg was given 3 days after symptom onset. Events are ongoing at this time.